Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had insulin flow blocked. The customer's blood glucose level was reported to be 302.4mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer had tried all remedies, but the issues persist.

Manufacturer narrative:
No unexpected insulin flow blocked alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and slightly stained serial number label.